Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the inss were 'honkers' and that they 'look like a robot' because they are petite. Caller asked if there was a smaller ins. It was also reported that the current inss were placed 'way differently' this time and they liked the way the previous inss were placed better. No patient symptoms or further complications were reported as a result of this event. Additional information was received indicating the implant is smaller and better placement would have been an improvement. It was also noted on (B)(6) 2019 the patient had back surgery, neurotech-neuro monitoring was used for five hours. This may have had a negative effect on their dbs.

Manufacturer narrative:
Patient weight information received. If information is provided in the future, a supplemental report will be issued.